Event description:
On (B)(6) 2021, this patient underwent endovascular treatment using a gore® tag® conformable thoracic stent graft with active control system (ctag/ac) and a gore® tri-lobe balloon catheter (tri-lobe) as an accessory for an aortic arch aneurysm. As a concomitant procedure, two debranch procedures were performed. The two ctag/ac devices were deployed as planned and touch up was performed with a tri-lobe balloon catheter. A minor proximal type I endoleak was confirmed by angiography. Touch-up was performed again with the tri-lobe balloon, then the arterial pressure disappeared, and no pulse was felt by palpation. Angiography revealed a retrograde type a dissection and a rupture. Ballooning was not done outside the graft. It was not identified whether the aneurysm ruptured, or the dissected portion ruptured. The procedure was converted to ascending aorta replacement. The patient was unable to be weaned from the artificial heart-lung machine and returned to the intensive care unit on the percutaneous cardiopulmonary support device (pcps). The patient was admitted to the ICU under extracorporeal membrane oxygenation (ECMO) assistance, but the patient¿s hemodynamics did not recover, and the patient expired three hours later. The physician stated that the patient had a history of type b dissection (the false lumen had resolved at follow-up) in 2009 and was taking two immunosuppressive agents due to chronic rheumatism, so the vascular properties may have been fragile. The physician also commented that the second touch-up ballooning was performed with the same force as the first touch-up.

Manufacturer narrative:
Please note: the gore® tag® conformable thoracic stent graft with active control system in this case has been captured in MFR report #2017233-2021-02564. (B)(4). It should be noted the gore® tri-lobe balloon catheter instructions for use (IFU) state ¿adverse events which may require intervention include, but are not limited to, trauma to the vessel wall, including spasm, dissection, perforation or rupture, and death.¿ w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.